Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for silicone self-adhesive sheath note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. If sheath has an insert, remove it (figures 1 & 2). Application: figures 3 & 4. Removal: figure 5. Not made with natural rubber latex."

Event description:
It was reported that the male external catheter failed the visual analysis evaluation. FDA customs detained this product at the border where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter failed the visual analysis evaluation. FDA customs detained this product at the border where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.